Event description:
The customer reported a ventilator crack on the touchscreen was observed in the top right. Additionally, the customer attempted to calibrate the touchscreen, however, the screen did not respond. The device was not in patient use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The rse provided the part number as requested. Further information is pending.

Manufacturer narrative:
The remote service engineer (rse) advised the customer that they may need to replace the touchscreen assembly and provided them with the parts identification numbers. Moreover, further information regarding the repair has been requested from the customer. No response has been received at this time. Multiple attempts were made to retrieve device repair or diagnostic information, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. If additional information is later obtained, a supplemental report will be submitted.